Manufacturer narrative:
The previous report had an erroneous reportable aware date of (B)(6) 2022. The correct aware date for the additional information provided in the previous report was (B)(6) 2023. The correct due date for the previous report should have been (B)(6) 2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an outflow graft (ofg) obstruction. During the analysis of the log file, a backup battery fault was observed on 28dec2022, the alarm did clear and has not returned. It was later communicated that the ofg obstruction was confirmed on 04jan2023 using computed tomography (CT) imaging. The patient was deemed not a candidate for debridement of the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review and the patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas). A specific cause for the outflow graft obstruction could be conclusively determined through this evaluation. The submitted log file contained data from 08nov2022 through 30dec2022. No notable events or alarms associated with the patient¿s lvas were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.